Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: during investigation, a review of the black box showed a loss of prime warning (B)(6)2017 with low non zero force. The pump was exercised for 24 hours with no loss of prime duplicated. Force testing calibration was passed within specifications. Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
Device evaluation- the device has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: during investigation, a review of the alarm history showed one loss of prime warning on (B)(6) 2017 with low non-zero force. The pump was exercised for 24 hours, and a loss of prime was not duplicated. Force calibration testing passed within required specifications. Unrelated to the original complaint, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.